Manufacturer narrative:
Additional information received: "the x-ray wire could not be recovered by sight. An x-ray overview was made where the wire could not be seen either."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a piece of the x-ray wire of a surgical strip (ID 801454) has fallen off inside the patient's abdomen during a laparoscopic hemicolectomy and could not be recovered. It was not visible in x-ray. The event led to a minor surgical delay.

Manufacturer narrative:
Surgical strip was not returned for evaluation; however, a photo was provided: DHR - the batch records were reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - review of the image confirms a portion of the x-ray strip missing from the body of the surgical strip. Root cause - review of the image confirms a portion of the x-ray strip missing from the body of the surgical strip. A potential contributor to the x-ray strip separation may be related to the welding attachment process, during production. A corrective and preventative action (CAPA) was closed in august 2024 for the patties/strips product family related to x-ray polymer issues, string issues and incorrect count. Actions were implemented to minimize the issues.